Event description:
It was reported during an sfa recannulization, the doctor deployed a fluency plus stent graft (catalog number ftl07060) successfully using an 8 f sheath. He then tried to insert another stent graft (catalog number ftl07080) into the 8 f sheath and the stent would not go in during introduction. As a result, the doctor went sheathless and deployed the stent. Upon fluoro, it was noticed that the 1/4 of an inch of the marker and catheter was separated from the sheath and left in the vessel. The fragment travelled below the knee. A wire and balloon was used for retrieval. The fragment was retrieved successfully. No sample is available as the fragment and delivery system were discarded by the facility.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.